Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the colon of a patient on (B)(6) 2012 during a colonoscopy procedure with stent placement. According to the complainant, the stent was being implanted as a palliative treatment for a 4 cm, malignant tumor within the splenic flexure of the colon. The patient's anatomy was reported to be tortuous. No issues were noted to the device. During the procedure, the stent did not completely deploy. It was reported that the delivery system broke as "the deployment end of the stent, where the nurse/technician holds, was fully deployed, but only 25% of the stent deployed." The outer sheath could not be moved to reconstrain the stent onto the delivery system; therefore, the stent was partially deployed when it was removed from the patient. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
Patient is over 18 years old. For the reported issue of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.